Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject flow diverter stent (fds) was returned. The subject stent was returned inserted in a vial, and when removed the stent was noted to have frayed edges. The stent delivery wire (sdw) was inspected and found to be kinked/bent towards the distal end. The introducer sheath was not returned. For functional inspection, the subject stent was deployed on its return. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. As per the event description when the physician was deploying subject stent, the mid segment was not opening. Various techniques were used to try to deploy the subject stent but was unable to open. While forward pushing, the subject stent was dislodged from the bumpers in the microcatheter so retrieved the device & completed the procedure by using another flow-diverter, no other complications. Product analysis found the subject fds was returned. The stent was returned inserted in a vial, and when removed the stent was noted to have frayed edges. The sdw was inspected and found to be kinked/bent towards the distal end. The introducer sheath was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The anatomy was reported to be moderately tortuous, which may have contributed to the reported event. An assignable cause of procedural factors will be assigned to the as reported ¿stent failed/unable to open (when not implanted)¿ and 'stent deployed prematurely during use' and as analysed ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿ and ¿stent deformed¿ will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that while the physician was deploying the subject stent, the middle segment of the subject stent failed to open. While pushing forward, the subject stent was dislodged from the bumpers and was prematurely deployed inside the microcatheter. The physician then tracked the catheter higher up and pulled whole system into it. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that while the physician was deploying the subject stent, the middle segment of the subject stent failed to open. While pushing forward, the subject stent was dislodged from the bumpers and was prematurely deployed inside the microcatheter. The physician then tracked the catheter higher up and pulled whole system into it. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.